Manufacturer narrative:
(B)(4). The known cause of the loose connection and leak is use error, incomplete connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had an incomplete connection between a supply bag and cassette set. The patient noticed a fluid leak and checked the connection and noticed it was not properly connected. The patient never connected. The technical service representative assisted with ending therapy.